Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 450 mg/dl at the time of the event. Two months prior to the event, the customer was in a car accident that cracked the reservoir compartment of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The reservoir tube of the insulin pump was cracked.